Manufacturer narrative:
This report is submitted on may 17, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported).the implanted device remains.